Event description:
According to the report, the hero graft could not be implanted in the upper extremities due to occlusion. The patient's left groin was prepared and the balloon was advanced from the groin up to the superior vena cava with contrast (implantation through groin is not indicated). The surgeon advanced the needle under fluoroscopic guidance into the right jugular vein. When the balloon was popped, the correct location and access were confirmed. The surgeon then advanced the wire to the inferior vena cava using a long sheath and the hero was implanted with no issues. However, as the surgeon was closing the incision sites, the patient's blood pressure started to drop. The patient coded and chest compressions were given for one hour. The patient's pericardium was filled with blood. Blood was continuously pulled from the pericardium with a syringe and donor blood was given during the compressions. The patient became stabilized. The surgeon suspected that the superior vena cava and pericardium were punctured when trying to gain access for hero implant and the negative pressure of the pericardium caused it to fill and surround the heart with blood. Repairs could only be made by opening the chest. However, as the patient had been on dialysis for ten years and had a history of heart failure, the family and surgeons decided not to proceed with repair. The patient died shortly after the procedure.

Manufacturer narrative:
According to the report, complications were experienced during the hero graft implant due to wire placement in the venous system and gaining vascular access. The patient expired shortly after the procedure. It was suspected the patient's svc and pericardium may have been punctured when trying to gain access and the negative pressure of the pericardium caused it to fill and surround the heart with blood. Therefore, an investigation was performed. The cryolife field representative who was present at the case stated that the patient had severe central venous stenosis and a history of heart disease with ventricular hypertrophy. The surgeon had difficulty in surgical placement along the upper extremity of the patient. His first attempt to place the wire was not successful so he called an interventional radiologist to insert a balloon from the groin through the heart and up into the jugular. After four hours since the case began, the surgeon was able to place the wire from the jugular into the ivc and proceeded with the hero graft implant. However, complications occurred and the CPR was performed on the patient for about an hour. The family learned of these complications and requested the surgeon to not proceed with life-saving procedures. It is possible for a puncture to occur from multiple attempts to gain access during implant with wires, balloons or the hero graft accessories. It is also possible that the patient's condition could have led to the reported event given the patient's history of an enlarged heart and severe central venous stenosis, which could have caused a rupture from a vessel being stretched thin or manipulated for so many years. However, no definitive conclusions can be made with the available information.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the hero graft could not be implanted in the upper extremities due to occlusion. The patient's left groin was prepared and the balloon was advanced from the groin up to the superior vena cava with contrast (implantation through groin is not indicated). The surgeon advanced the needle under fluoroscopic guidance into the right jugular vein. When the balloon was popped, the correct location and access were confirmed. The surgeon then advanced the wire to the inferior vena cava using a long sheath and the hero was implanted with no issues. However, as the surgeon was closing the incision sites, the patient's blood pressure started to drop. The patient coded and chest compressions were given for one hour. The patient's pericardium was filled with blood. Blood was continuously pulled from the pericardium with a syringe and donor blood was given during the compressions. The patient became stabilized. The surgeon suspected that the superior vena cava and pericardium were punctured when trying to gain access for hero implant and the negative pressure of the pericardium caused it to fill and surround the heart with blood. Repairs could only be made by opening the chest. However, as the patient had been on dialysis for ten years and had a history of heart failure, the family and surgeons decided not to proceed with repair. The patient died shortly after the procedure.